Event description:
It was reported that the patient felt symptoms of atrial fibrillation upon which a transmission was sent. Upon review, it was suspected that the patient's implantable cardioverter defibrillator exhibited over-sensing of an unspecified source. No intervention was performed. The patient was stable.